Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
Material no. 363083 batch no. 9220393 & 9184805. It was reported that during use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes are overfilling. The following information was provided by the initial reporter: during the post market surveillance phone survey call, customer reported an ongoing issue with light blue citrate tube overfilling during sample collection. Product lot #9220393, expiration: 05/2020.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9220393. Medical device expiration date: 2020-05-31. Device manufacture date: 2019-08-08. Medical device lot #: 9184805. Medical device expiration date: 2020-04-30. Device manufacture date: 2019-07-03. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 363083, batch no. 9220393 & 9184805. It was reported that during use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes are overfilling. The following information was provided by the initial reporter: " during the post market surveillance phone survey call, customer reported an ongoing issue with light blue citrate tube overfilling during sample collection. Product lot #9220393, expiration: 05/2020.